Event description:
Surgeon was implanting interbody cage and experienced difficulty in getting it to open. This resulted in him changing to a different device. As this resulted in a delay of excess of 30 minutes. There was no adverse consequences to patient.

Manufacturer narrative:
Sales rep at site reported that scrub tech had not checked device to ensure it was in the free position prior to placing it on the inserter. This resulted in damage to the device.